Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient involvement reported. Unknown when device malfunctioned. Device was not reportable at that time, further investigation deemed the device reportable. Device is an instrument and is not implanted/explanted. A service and repair maintenance evaluation was conducted. Service history review: part no. 311.023, serial/lot no: (B)(4), no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 8-jul-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: one ratcheting screwdriver handle (product number: 311.023, lot number: t948002, mfg date: 08jul2010) was received with the following complaint description: ¿service and repair department documented that when opened up repaired item from ra# (B)(4), the slider fell off, looks like the screw is not long enough to hold slider in place¿. Upon visual inspection in can be seen that the screw that holds the slider mechanism onto the ratcheting handle is missing and was not returned, resulting in complaint description above. The rest of the device is in good working order with minimal wear and tear marks. A root cause could not be determined, a likely cause could be the screw was taken off prior to sterilization for cleaning and got misplaced as a result. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. This investigation summary approved. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(Ra # (B)(4)) service and repair department documented that when opened up repaired item from ra# (B)(4), the slider fell off, looks like the screw is not long enough to hold slider in place, no surgery involved. The sales consultant confirmed that there was no patient involvement and that the issue was found outside of the o.r. This report is 1 of 1 for (B)(4).